Event description:
Reporter indicated a vns patient had expired. The patient had been in the hospital. No other information is known. Attempts for further information from the reporter regarding the nature of the death and the relationship to the vns have been unsuccessful to date. It is unknown if an autopsy occurred or if the vns device was explanted.